Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the coupling tool side was not functioning. The assignable root cause was determined to be due to improper repair. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the line did not "bush amber with the saw" on the battery oscillator device. It was noted that the knob did not tighten the saw device. It was further determined that the motor had vibrations and there was a holding problem. It was also determined that the coupling tool side was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.